Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause: user error: always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery. Root cause: user error: always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the hospital due to a blood glucose level of 521 mg/dl and diabetic ketoacidosis. The customer delivered a bolus prior to going to the ER in attempt to resolve the reported issue. Customer was treated with intravenous fluids of saline and insulin and was discharged on (B)(6) 2023 with the issue resolved and no permanent damage. The cause for the reported issue was due to the customer running out of insulin. The customer reverted to an alternate method of insulin therapy.